Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pressure was too high and the shoulder was inflating at a fast rate.